Manufacturer narrative:
(B)(4): the customer initially reported that a patient experienced a heart attack and that no alarm was provided at the bedside or information center. A philips field service engineer (fse) went onsite on (B)(4) 2013 and gathered log files and evaluated the monitor. At that time philips was notified that the patient had expired. We will consider that the device was a factor based on the fact that staff were not aware of alarms. The site biomed performed initial testing of the devices which were also tested by the fse who found that both the bedside and central station were operating to specification. The log files were reviewed and indicated that alarms began at 17:30 with two brady alarms which were both silenced at the central. This was followed by multiple additional red level alarms which continued until 17:39. This alarm was a asystole alarm. No malfunction occurred. A review of log files found that the first two alarms that occurred were silenced at the central monitor, supporting that at least one staff member was aware of the alarm. The fse provided an update on alarm management/alarm behavior while he was onsite at which point the customer requested additional training from philips. The device remains in use at the customer site. Trending for this issue supports that there is no malfunction, design, manufacturing, materials, or labeling problem. Product labeling adequately describes alarm behavior. No further investigation or action is warranted.

Event description:
The customer reported initially that a patient had a heart attack and that alarms were not heard at the bedside monitor or information center. On (B)(6) 2013, philips was informed that the patient expired.